Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs provided. Multiple requests for additional information and clarification of the event, specifically the location of the leak, were unsuccessful. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. There were no deviations or process changes in the manufacturer and/or materials of this device. All inspection and sequences of operations were properly followed and documented. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. Without the requested information and clarification no further investigation is possible.

Event description:
A hole was found in the permicath during hemodialysis of the patient which led to leak of blood.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.